Event description:
Customer called to report priming issues with the insulin pump. Customer's blood glucose reading was 127 mg/dl. Customer stated that insulin continues to drip after the motor stops during the manual prime process. Customer reported that insulin is squirting out as well. Troubleshooting was done. Instructed customer to hold the act button until insulin begins to exit out of the tubing. Advised customer to observe the end of the tubing once the act button is released. Customer states insulin did not continue to drip after letting go of the act button. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.